Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but did not meet release criteria. The device was removed from the patient and replaced with a new 27mm wds. Following the deployment of this second closure device a thrombus was noted to be on the tip of the wds. The physician attempted to aspirate the thrombus from the patient. The physician believed to have successfully removed the thrombus, so the closure device was released and implanted in the laa of the patient. After the device was released the thrombus was noted to be attached to the threaded insert of the wds. The wds was removed from the patient and a sentinel device was implanted. The thrombus was then removed using a non-boston scientific sheath. Following these events the patient was sent for a computed tomography (CT) scan and no deficits were noted. The patient did well following these events and has been discharged from the hospital.